Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self test. Device received with high sleep current measurement due to moisture damage on electronic board stack. Device received with pillowing keypad overlay, scratched or peeling keypad overlay texture, scratched display window cover, peeling or fading end cap address label, cracked battery tube area and scratched case. Corroded force sensor assembly and moisture damage on motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and blank display. Customer's current blood glucose was 51 mg/dl. The customer was treated with food. It was unknown whether the customer was using automode. It was unknown whether customer was using auto mode feature during the time of event. Customer stated insulin pump was not working and screen went blank. It was reported that the notification light was flashing and changed battery and there was a crack on the top of the battery compartment down to the bottom. It was reported that while changing the battery and it fell from the ground a foot and a half. The troubleshooting was performed and was advised to insert a new aa battery and display did not return after pump restart. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis.